Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer performed blood glucose testing on his contour meter and obtained readings of hi (indicative of reading above 600 mg/dl) and 100 mg/dl within 2 minutes. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The initial report indicated the lot # for the affected contour test strips to be 9dj3b048. The correct lot # is 9dj3b04b. Updated with this information. The customer only returned the suspected contour meter. An in-house testing was performed using the returned meter with in-house contour test strips from lot # 9dj3b04b, which gave satisfactory performance.